Manufacturer narrative:
Additional information: d9, g3, h6. (Internal housing o-ring) the evaluation confirmed the reported event, "on 01/05/2024, it was reported by a sales representative via (B)(4) that an ar-8330h shaver handpiece did not fit correctly and felt loose. It may be missing a part. This was discovered during a case. A new handpiece was opened, and the case proceeded as usual with no harm to the patient." And attributed it to normal wear and tear due to the age of the device.

Event description:
On 01/05/2024, it was reported by a sales representative via (B)(4) that an ar-8330h shaver handpiece did not fit correctly and felt loose. It may be missing a part. This was discovered during a case. A new handpiece was opened and the case proceeded as usual with no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.